Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the scratched main tube to be related to the customer reported complaint. The instrument tube extension exhibited signs of scratch marks/abrasions at the midpoint. The fragments were missing. The scratch marks on the main tube measured roughly 1.450 x 0.103¿. No failures were found in the logs.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained. A review of an image provided by the customer was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: from the color of the metal shavings in the picture, it is likely that they came from the shaft of the vse instrument scratching against the metal burr/chip inside the cannula.

Event description:
It was reported that during a da vinci-assisted nissen fundoplication surgical procedure, the vessel sealer extend (vse) instrument was being removed from the cannula when shavings of the shaft of the vse instrument fell inside the patient. The customer noted there was a metal burr or chip inside the cannula that allegedly caused the shaft of the vse instrument to be scraped during removal. The cannula was then removed, and the gauge pin was used, which passed the gauge test. The customer opened a new vse instrument and a new cannula, and continued with the procedure as expected. The metal-like shavings from the vse instrument that fell inside the patient were retrieved. The customer further reported the cannulas were inspected by their sterile processing department pre- and post-sterilization and the gauge pin was used for inspection. The procedure was completed as planned.